Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-sep-2019 by an other health professional which refers to a (B)(6) female patient with fitzpatrick I-ii skin type. The patient had no medical history and allergies. Concomitant treatments included armour thyroid [armour thyroid]. The patient had previously received treatment with restylane in (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019 to lateral eyes and tear trough, sculptra on an unknown date in (B)(6) 2017, (B)(6) 2018 to cheeks, jawline and temple, juvederm to temple and cheek in (B)(6) 2019, vollure in (B)(6) 2017 to tear trough and voluma to an unknown area. On an unknown date, the patient received treatment with sculptra aesthetic (lot unknown) to brow, jaw and cheek with 27 g 1 1/4 inch needle and fan technique for an unknown indication. Lidocaine [lidocaine] was added to the sculptra reconstitution. On (B)(6) 2019, the patient experienced few more incidents of nodules/lumps (implant site nodule) at cheeks, jawline and temple. Treatment for the adverse event included 5-fu [fluorouracil] and hyelenex [hyaluronidase] from an unknown date in (B)(6) 2019 to an unknown date in (B)(6) 2019. The patient received these injections 4 times. Also filled with juvederm around lumps to disguise. There was a discrepancy about outcome but worst outcome was captured (ongoing). The reporter assessed the case as non-serious. Outcome at the time of the report: nodules/lumps was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on 02-jan-2020: patient demographics, concomitant medications, suspect device location, technique, needle type, event location, severity, reporter causality, past filler and corrective treatment details were updated. Case was upgraded to serious due to multple medical interventions.